Event description:
Spontaneous call from patient to report that two cassettes from lot number 4235220 malfunctioned during use because they were not being recognized by the pump. (No disposable alert). Patient successfully switched to a working cassette to continue her infusion. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.